Event description:
Patient reported that they previously had one big seizure and have been seizure free for the last 9 months. Patient also noted that their seizures are "bad". The patient is now scheduled to see a physician.

Event description:
It was reported by the patient that she was experiencing an increase in seizures and needed a new physician as she was not currently seeing one. No additional relevant information has been received to date.